Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia and headache. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), pelvic pain ("pain") and vaginal disorder ("vaginal scarring") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder, pelvic pain and vaginal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: 2 trailing coils were then noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test results- confirmed tubal occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ pelvic pain, genital bleeding. Lot number: 646522 manufacture date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia and headache. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), pelvic pain ("pain") and vaginal disorder ("vaginal scarring") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder, pelvic pain and vaginal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: 2 trailing coils were then noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure confirmation test results- confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.